Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8fr sheath after a percutaneous coronary interventional procedure. Reportedly, when the plunger was pushed, it did not keep 45 degrees and no suture was attached to the needles and failed to achieve hemostasis. Another proglide device was used to achieve hemostasis. There was no report of adverse patient effect and no significant delay in the procedure. No additional information was provided.